Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2021-00050. Device 2 is being reported under MDR-2247858-2021-00051 and device 3 is being reported under MDR-2247858-2021-00052.

Event description:
Index procedure was performed on (B)(6) 2021 with treo. Devices were implanted without issue. Post dilatation of main body and limbs was performed. Post angio revealed a good result. At the 30 day post-op CT, a narrowing of one limb was observed in the area of the terminal aorta. Additionally, there had been some accumulation of thrombus in that limb. Patient was brought in for an implantation of a gore vbx stent beginning in the area of the narrowing, and down through the right limb. Excellent result was achieved, and patient is doing well. Patient outcome - "patient is doing well after the above mentioned re-intervention."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2021-00050. Device 2 is being reported under MDR-2247858-2021-00051 and device 3 is being reported under MDR-2247858-2021-00052.

Event description:
Index procedure was performed on (B)(6) 2021 with treo. Devices were implanted without issue. Post dilatation of main body and limbs was performed. Post angio revealed a good result. At the 30 day post-op CT, a narrowing of one limb was observed in the area of the terminal aorta. Additionally, there had been some accumulation of thrombus in that limb. Patient was brought in for an implantation of a gore vbx stent beginning in the area of the narrowing, and down through the right limb. Excellent result was achieved, and patient is doing well. Patient outcome - "patient is doing well after the above mentioned re-intervention."